Event description:
It was reported the charging system was no longer locating the ipg, and the charging box itself was getting hot to the touch. The sjm representative met with the patient and confirmed the charger would not locate the ipg. The patient was sent a replacement charging system. Follow up identified the replacement charging system resolved the issues.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.